Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s internal battery issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator¿s internal battery issue. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's customer complaint was confirmed, the device failed to power on due to physical damage to the display and system board. The device's display and system board were replaced to address the issue.